Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the reservoir was removed and replaced due to migration. No patient complications were reported.